Manufacturer narrative:
Combination product: yes the lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The memory content of the ICD was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. However, there was no indication of a device malfunction. Subsequently the ICD was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction.

Event description:
It was reported that oversensing on the ventricular channel was observed. The rv lead was capped. Should additional information be received, this file will be updated. Furthermore the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021.